Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead conductor externalization was observed during a scheduled generator replacement. The lead was capped and replaced and the patient was stable post-procedure.